Event description:
It was reported the physician was performing a complicated case involving four small aneurysms in the anterior communicating artery (acom). The physician had already implanted fours coils when the fifth coil reportedly broke off. Attempts to retrieve the coil were unsuccessful and the procedure was halted the physician held a consolation and the patient was taken for surgery. Following surgery the patient was noted as having complete paraplegia of the left side. Exactly when the patient developed paraplegia is not clear. The patient is improving slowly now. The physician reported that the patient's paraplegia is not related to coil break.

Manufacturer narrative:
Additional information regarding the event was requested from the user facility and from the responses received, it was determined that no anomalies were present during the preparation of the coil, continuous flush was maintained and no resistance was encountered as the coil was advanced through the microcatheter. The coil was advanced for delivery within the aneurysm and detached before connecting to the power supply. Patient's anatomy was not tortuous. No lower extremity weakness was present prior to the coil or the surgical procedure. The patient was reportedly doing fine even as an attempt was made to retrieve the coil. The physician confirmed that paraplegia is not related to the coil breaking. The subject device will not be returned to boston scientific for technical analysis as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.